Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the image was inverted on the 30-degree endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inserted with the buttons. Once inserted, the endoscope would rotate around changing the image. Surgeon would try to flip it and the image would be inverted. The staff did try to manually rotate the scope but still experienced the same image problems.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree 8mm endoscope to perform failure analysis. The endoscope was analyzed, and failure analysis could not confirm nor replicate the customer's reported issue.

Event description:
Refer to h10/h11 for follow-up information.